Event description:
Patient stated that the adhesive pad is not sticking to her skin. Patient stated that she just got out the shower and the vgo device was hanging from her skin with the needle still inserted in her skin.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.